Event description:
T-slim x2 hardware malfunction. Typically tandem will not share what an error code means but in this case we learned that our daughter's refurbished insulin pump (last replaced by tandem on (B)(6) 2022) was experiencing a fatal malfunction of the device's speaker. This malfunction is not resettable and resulted in us having to pivot to insulin injections. This pivot resulted in loss of automated basal rate and high glucose for several hours. It also disrupted our 10 year old daughter's ability to go to school and us being able to go to work. We called tandem support right away and held for over an hour and a half before we got support. We also called and left our phone number in a queue for a call back which wasn't returned for over an hour and a half. The support specialist said "had we called earlier we could have gotten a replacement shipped for today, but because they are so busy." We missed that window due to their lack of support staffing and have to wait two days for a replacement. They said we should receive by end of day (over 48 hours from incident report) and were denied our request for overnight delivery. This is the 3rd refurbished pump we have received from tandem due to various malfunctions that they generally refuse to share. This is a very expensive product to be provided a refurbished replacement each time it malfunctions and causes a significant loss of quality of life and life saving therapy each time. The customer service/support is extremely poor and needs to be improved.